Event description:
It was reported that the health care professional (hcp) called for review of a atrial tachy response (atr) event. Technical services reviewed and found this pacemaker exhibited far-field oversensing resulting in inappropriate mode switching. Technical services discussed programming options. At this time, the device remains in service. No adverse patient effects were reported.